Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that this device cannot ventilation and alarmed "ventilator failure", there was no patient injury reported. Draeger service involved, the draeger service engineer arrived at customer to inspect this device, and after replacing relevant maintenance parts mx08152 and mx08878 (maintenance parts pack for fabius and for cosy) , this device can back to normal use. Due to relevant parts didn't be returned, so there will be no further investigation needed. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. Based on the currently available information, the manufacturer concluded that this device operated according to specification, when it detected deviations, launched relevant alarms to notify customers to take actions. This device design allows manual ventilation via the built-in breathing bag including gas dosage, the customer can manually ventilate the patient. By tracing the information of this device, it was found that as of the date of the event, the device had been in use for approximately 14 years, and the repair and preventive maintenance during this period are currently unknown, in this event, after replacing relevant maintenance parts, this device can back to normal use. It is recommended that the customer contact professionally trained maintenance personnel to refer to the relevant specifications in IFU to inspect and perform preventive maintenance on the device in the future.

Event description:
It was reported that vent fail during use , no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.